Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 400mg/dl. The customer was treated with fluids due to dehydration and manual injection. The customer stated the pump might be malfunctioning. The customer's blood glucose ranged between 164mg/dl-420mg/dl. The customer also stated they had a bent cannula three times. The customer was advised the pump will be replaced and revert to back up plan.